Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler reload was analyzed and there is no reported complaint against this part. The reload was returned already fired. All pushers deployed and no unformed staples found. The blade was at the distal end and not exposed. No blade or cartridge damage found. Additional observation not reported by site was also identified: the sureform stapler reload was found to have a lodged staple in the pusher pocket.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, sureform 60 stapler black reload only fired 9 times out of it's intended 12. Upon loading it after the 9th fire the sureform black reload would not fire. The customer removed the stapler instrument and continued with another of the same. The procedure was completed with no reported injury or delay.